Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer is stating that the unit has a broken display. No other information provided.